Event description:
A knee arthroscopy procedure was in progress when the patient's knee began swelling up with fluid. The arthroscopy fluid pump was reading "zero" on the intraarticular pressure gauge. Another arthroscopy pump was brought in and attached. The case was completed with no patient problems being report post-operatively.